Event description:
The customer reported that the spectrum pump has a 'keypad issue'. There was no pt injury reported. No further info has been provided.

Manufacturer narrative:
(B)(4). The device was returned to baxter for eval. The eval confirmed the reported symptom of "key pad issue". Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #4, #5, #6, #7, #8, #9, and the (.) Key. This is caused by a failed keypad. When attempting to navigate through are area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #4 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 14 will be displayed, alphabetically: when the "abc" key is pressed. Aj will be displayed interfering with mdl drug searching opportunities). The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.